Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lobectomy, 4 firings were successful. At the 5th firing, the surgeon clamped the tissue and pushed the green button, however he could not squeeze the handle. Replaced by new cartridge, and the firing was completed with no problem. There was no patient harm.